Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviations directly caused or contributed to the reported event. The reported patient effect of pseudo-aneurysm as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Case description: a non-abbott guide wire was advanced through the 4 fr jb 1 catheter. The guide wire was then replaced with a 014 unspecified asahi grand slam guide wire. A 2.8 x 26 mm and a 3.5 x 26 mm graftmaster covered stent were implanted to from the proximal right hepatic artery through the existing covered stent into the proximal common hepatic artery. These two covered stents successfully treated the pseudoaneurysm. However, angioplasty was performed and angiography revealed severe spasm within the hepatic artery and right hepatic artery. Medication was administered to the patient which improved the spasm. The right common femoral artery was patent, and there was a chronic occlusion of the superficial femoral artery. The deep femoral artery was patent and there was significant collaterals from the inferior phrenic artery which reconstitute the right and left hepatic arteries. The patient was stable. However, the 2.8 x 26 mm graftmaster covered stent was expired. There was no adverse patient sequela reported. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.8x26mm graftmaster and first grand slam device are being filed under separate medwatch reports. Medical devices: sheath: 6 fr, 5 fr, guide wire: asahi grand slam.

Event description:
It was reported that the procedure was to treat a perforation in the hepatic artery. On (B)(6) 2018, an ultrasound of the right common femoral artery was performed. Two 5 french catheters along with a glide wire, a non-abbott guide wire, a non-abbott microwire and an asahi grand slam guide wire were used. A 6 french sheath was then advanced into the right common hepatic artery with a non-abbott guide wire. A 4.0 x 29 mm non-abbott balloon expandable stent was then implanted in the common hepatic and proper hepatic artery junction. Then, arteriography was performed. The arteriotomy was closed with an unspecified closure device. The patient tolerated the procedure well; however, acute extravasation of contrast at the gastroduodenal artery was noted along with vasospasm and acute bleeding of the gastrointestinal area. The right hepatic artery remained patent with no evidence of stenosis or occlusion. Therefore, a 4.0 x 26 mm graftmaster covered stent was implanted on (B)(6) 2018 and sealed the perforation. It was reported that there was no extravasation of contrast noted, and the acute bleeding was resolved. However, a pseudoaneurysm then occurred in the hepatic artery. Therefore, on (B)(6) 2018, an intervention was performed with angiography performed throughout the procedure. The celiac trunk was patent, and the common hepatic artery was narrow. The previously implanted 4.0 x 26 mm graftmaster covered stent was narrowed and a pseudoaneurysm was noted in the common and proper hepatic artery. There was no severe extravasation of contrast dye that suggested active bleeding. It was decided to place two graftmaster covered stents proximal to the existing covered stent.